Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had charging issues wherein the ipg would take a day to take a full charge. The patient underwent a battery replacement procedure and was doing well postoperatively. The ipg will not be returned.